Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded and inspected under fluoroscopy. An infold not past node 2 was reported. A pre-implant dilation was not performed. The delivery catheter system (dcs) was inserted with no issue and advanced up to the aortic valve. The valve was deployed to 88%. Upon review, a large infold along the entire valve length was reported. The valve was recaptured and withdrawn from the patient. The valve and dcs were replaced. The replacement valve was implanted successfully. Of note, the implanting physician thought that maybe the calcification contributed to infold, however believed that this "valve behaves differently on expansion." No adverse patient effects were reported.